Manufacturer narrative:
D3 - manufacturing plant address, city and zip code: corrected. H3/h6: the suspected device was returned for evaluation. Review of the event history log showed no reportable events at the time of the reported patient death. Service history identified that no previous repair has been noted in the past 12 months. The visual inspection identified the battery compartment cracked. The battery compartment was replaced. The cause of the issue was unknown. A clinical assessment was conducted based on the event and investigation findings. Per the assessment, at this time, there is no evidence to suggest that the device caused or contributed to the patient¿s death. If any further pertinent information becomes available (e.g. Autopsy results or clinical details), the medical assessment will be revisited and revised accordingly.

Manufacturer narrative:
E1 initial reporter full phone number: (B)(6). H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A report of a patient¿s death was received by ICU medical on (B)(6)2024 with update on (B)(6)2024, this patient is reported to have a infusion ongoing at the time of the reported incident. Lack of details regarding this clinical event precludes a comprehensive medical assessment. There is a report from colorado blood cancer institute of a cadd infusion pump system was delivering a medication at 5 ml/hr at home with no reported issue. There is no history of what medication was being delivered to the patient, no past medical history and no history of other medications that the patient was concurrently taking. It is reported that this was a female patient, and the patient was found by her sister at home and the date of the patient¿s death was reported as (B)(6)2024. No further details of the functionality of the pump or the condition of the patient are provided. There is a general lack of information provided in this case to make a determination of causality. If additional information becomes available, this medical assessment will be further revised as needed.